Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her left hip on or about (B)(6) 2010. Patient experienced pain, discomfort, weakness, and numbness, which negatively affects her ability to move, go up and down stairs without a railing, get in and out of chairs, and laying down. She was discovered to have elevated metal ion levels and soft tissue inflammation was found during her revision surgery. Patient had the left asr implant explanted on (B)(6) 2011.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her left hip on or about (B)(6) 2010. Patient experienced pain, discomfort, weakness, and numbness, which negatively affects her ability to move, go up and down stairs without a railing, get in and out of chairs, and laying down. She was discovered to have elevated metal ion levels and soft tissue inflammation was found during her revision surgery. Patient had the left asr implant explanted on (B)(6) 2011. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The wrong code was inadvertently entered.